Event description:
During a pci procedure, the maverick monorail balloon ruptured at 8 atms on the second inflation. (The number of the atms reached on the initial inflation is unknown). The lesion being treated was a calcified, 100% stenotic lesion in the mid lad. The maverick2 monorail balloon catheter was removed and another balloon catheter was used to complete the procedure. No patient injuries or complications were reported. Patient status is listed as "good."